Event description:
It was reported that; pt has a rash in hips and legs. She had blood test, and a biopsy of the irritated areas to see if the rash is due to metal in the implants; the results are pending. Pt stated that she does not know if the rash is due to the implants. Pt stated that she will call stryker back when she gets her results from the doctor. She does not want an investigation at this time. Pt does not want the letter and autho sent to her. No additional information was provided. Pt would like to know if her implants have been subject to recall. She will fax her implant sheet.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.